Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator. It was reported that the patient had trouble with the left side of their stimulator and it was not kicking in. They were reportedly in pain. No further complications were reported or anticipated.